Manufacturer narrative:
This report is associated with argus case (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip in the us.

Event description:
Condition of angina aggravated/chest pain [angina pectoris aggravated] dizziness [dizziness] concomitant disease aggravated [concomitant disease aggravated] short breath got worse [increased shortness of breath] symptoms get worse, after discontinuation of product, chest pain gets better [chest pain aggravated] case description: this case was reported by a consumer via call center representative and described the occurrence of concomitant disease aggravated in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for drug use for unknown indication. Concurrent medical conditions included angina pectoris (he has angina, so he is short of breath and feels hard before walking 100 m), shortness of breath and difficulty in walking. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced concomitant disease aggravated and chest pain. On an unknown date, the outcome of the concomitant disease aggravated and chest pain were recovering/resolving. It was unknown if the reporter considered the concomitant disease aggravated and chest pain to be related to polident denture adhesive cream. Additional details, action taken was interrupted use of device. It was not confirmed whether the patient did not use the product anymore, but he only mentioned he discontinued the product for a while. Dechallenge and rechallenge was unknown. Moreover, the symptom of chest pain was not confirmed whether he felt it before or after using the product. He only mentioned chest pain got better after discontinuation of the product, so conservatively it was coded as adverse event term. Follow-up information received from the consumer on 29 may 2017: the patient was a (B)(6) male. Concurrent medical conditions included angina pectoris (short of breath and feels hard before walking 100 m. Diagnosed in 2010), chest pain, shortness of breath, walking difficulty, hypotension (sometimes felt dizzy, patient thought may be due to hypotension) and benign prostatic hypertrophy. Concomitant products included acetylsalicylic acid (aspirin). On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced angina pectoris aggravated (serious criteria gsk medically significant), dizziness, concomitant disease aggravated, increased shortness of breath and chest pain aggravated. On an unknown date, the outcome of the angina pectoris aggravated, concomitant disease aggravated, increased shortness of breath and chest pain aggravated were recovering/resolving and the outcome of the dizziness was unknown. The reporter considered the angina pectoris aggravated and dizziness to be unlikely related to polident denture adhesive cream. It was unknown if the reporter considered the concomitant disease aggravated, increased shortness of breath and chest pain aggravated to be related to polident denture adhesive cream. The patient was born in (B)(6). He did not discontinue the product and he used the product very well as following pi. He concurrently has angina, hypotension, and bph (benign prostate hypertrophy), so he took unspecified bph medicines 1 tablet a day and 3 tablets of aspirin a day. Concomitant products included unspecified bph oral medicine. Since he was diagnosed with angina in 2010, he had kept his eyes on the pattern of angina aggravation. Therefore, chest pain and short of breath were severe in the initial reporting, but he thought the severe level of those symptom was depending on his condition or immunity, not because of the product. Additionally, he felt dizzy sometimes but he thought it was also because of his hypotension. He took hcp consultation and a doctor recommended all of medicine should be stopped, however, he could urinate if he stopped bph medicine, so he just controlled his medicines as following the bestselling book published by a doctor. In this days, shot of breath and chest pain were much more improved than before.